Event description:
This 50-yr-old female underwent bam with silicone gel implants in 1967. No info is available as to the name of the MFR of the implants. She has had increasing problems with pain, discomfort and hardening. The implants were actually visible. Gross exam: both implants were focally ruptured.